Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor stopped alarm events was confirmed with the data retrieved from the returned system controller (serial # (B)(6). The log file captured intermittent motor stopped alarm events while the system was supported on the power module. The pump speed value was captured at zero rpm with associated low speed and low flow alarms. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis that could be correlated to the motor stopped alarm events captured in the log file. Heartmate ii lvas instructions for use (IFU) section 7, and heartmate ii patient handbook section 5, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault and low flow hazard alarms. Section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU and heartmate ii patient handbook both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was reported under 2916596-2020-00986. The system controller (serial number (B)(4)) was reported under 2916596-2020-01031. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00986, 2916596-2020-01031. It was reported that during log file analysis, multiple pump stops and low speed advisories were observed while the vad was connected to the power module. These issues were linked to a potential issue with the percutaneous lead. For the past month prior to this event, the patient was having low flow alarms. It has been suggested that a possible inflow/outflow obstruction is what is causing the low flow alarms. A controller exchange was performed because, while a "controller fault" alarm occurred after one of the pump stop alarms, the pump remained on. The patient was then placed on an ungrounded cable and they were asymptomatic during this process. The patient is currently on inotropes (millrinome), stable, asymptomatic, and listed as status 2 awaiting heart transplant. Additional information was received that, over the preceding weekend, the patient had elevated power and there appeared to be one or potentially two instances of pump stops. The log captured persistent pulsatility index (pi) events with elevated powers greater than 10w for extended periods of time. Some of these higher powers have pump stops associated with them and may be caused by a high current event. However, it is also possible that the patient's short to shield has progressed into a phase to phase short, meaning that multiple wires are damaged causing pump stops on the ungrounded cable and battery as well. It was later reported that the cause of the elevated pump power was most likely due to pump thrombosis and the pi events have not resolved. The left ventricular assist device (lvad) was turned off multiple times due to high current events. The reporter changed the controller once and the new controller failed as well due to the high current events. They decided to leave the pump off to avoid having these continuous high current events. The patient was upgraded to unos status 1 and received a heart transplant the following day ((B)(6) 2020). The patient is no longer on the lvad. Additional information was received that the patient was admitted for thrombosis on (B)(6) 2020 and there were no changes to patient condition or anticoagulation status that may have contributed. There were also no changes to pump parameters. The patient underwent hemodynamic ramp study which demonstrated cardiogenic shock. The patient was experiencing lvad device malfunction that could not be fixed without entire device replacement.